Event description:
The customer reported to philips that the ac power module failed and that the ac inlet was pulled out.

Manufacturer narrative:
(B)(4): the customer reported to philips that the ac power module failed and that the ac inlet was pulled out. The ac power module was replaced which resolved the failure. As of 12/13/2010, there have been no further reports of this issue from this customer site.